Manufacturer narrative:
No rewind anomaly noted. However, unit received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test due to compromised force sensor alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing endcap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was flushed. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.